Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical&impact).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump failing test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump failing test.

Event description:
N/a.

Manufacturer narrative:
The fse was dispatched to investigate the issue. While on site, the fse found the pim (patient interface module) leak test and the membrane leak test to fail. The fse then found that the vacuum and drive regulators were out of calibration. So, in order to fix the issue, the fse calibrated and then reseated the safety disk and patient interface module. The compressor testing passed, all manifolds testing passed twice after that. The unit was then returned to service.